Manufacturer narrative:
Eval is in progress, but not yet concluded. "Pump jam/overcurrent message display" test during release test requires result of "pump jam" message displayed on pump display. A belt slip may indicate loose belt, contaminated pulley's or possibly pod board problem. The service repair tech (srt) inspected for leaking oil from the main bearing and none was found.

Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, a "belt slip" message displayed on roller pump display during verification/release test. There was no pt involvement.